Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no reported impact to the customer's blood glucose level. A system check was performed and the pump and infusion set tubing were found to be functioning as expected. The cannula was not compromised. The system check was not completed by the customer; the cause of the occlusion could not be determined.